Manufacturer narrative:
The authorized service provider (asp), evaluated the device. And confirmed, the boot up issue. The device needs a processor pca and a high voltage capacitor. The processor pca was returned to philips for failure analysis. Summary of findings: the reported allegation about the "will not boot up" was not verified or duplicated, during lab tests. The processor pca passed all tests, during the operational check. And it performed as expected. Therefore, there is no fault found (nff) with this processor board. Upon conclusion of the evaluation. It was determined, that the processor pca and a high voltage capacitor required replacement. We are unable to determine, the root cause of the event, as multiple parts were required for replacement. These two parts were replaced. And device passed all testing. And the device is now, back in customer use.

Event description:
It was reported to philips that the device will not boot up. There was no patient involvement.

Event description:
It was reported to philips that the device will not boot up. The authorized service provider (asp) evaluated the device and confirmed the boot up issue. The device needs a processor pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the processor pca and a high voltage capacitor required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. These two parts were replaced and device passed all testing and the device is now back in customer use.